Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty procedure it was discovered that two pegs of tm tibial impactor were fractured after impaction during the procedure. The fractured pegs fell into the patient; however, all pieces were retrieved and the wound area was cleaned again.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned replacement impactor pad identified signs of repeated use (nicked or gouged) and is fractured; all pieces were returned. Sem analysis determined that the features of these fracture surfaces & mode align with that of low cycle fatigue culminating in overload failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. Per instrument / provisional use, care and sterilization package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. Additionally, it also stated not to subject high load / impact to the instrument as it leads to breakage. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.